Event description:
At post op visit with surgeon, x-ray showed displaced hardware. At s1, the head and locking cap came off the rod and the contralateral s1 construct detached from the rod. Patient underwent removal and revision of hardware.

Manufacturer narrative:
No investigation could be performed, no conclusion drawn, as no device was returned.